Event description:
Pt returned to hospital with acute anemia/hemolysis. Hgb was 6.2 and ldh 3900. Pt has long history of non-compliance with anticoagulation. Due to pt not accepting blood and the severe drop in hgb, device exchange was not possible.

Manufacturer narrative:
(B)(6)